Event description:
Used amo complete moisture plus contact lens solution. Had numerous eye problems that included itchiness, irritation, feeling of object in eyes, tearing, burning & blurred vision for an extended period of time. Doctor records can verify numerous eye visits. Dates of use; 06-07. Diagnosis or reason of use; contact lens disinfectant. Event abated after use stopped or dose reduced; yes.